Event description:
Sensor popped off and there was a round raised weeping rash under it. Did the problem stop after the person reduced the dose or stopped taking or using the product? Yes. Did the problem return if the person started taking or using the product again? Yes. Quantity: "2 2" every 14 days. How was it taken or used: topical. Date the person first started taking or using the product: (B)(6) 2018; date the person stopped taking or using the product: (B)(6) 2019. Reason for use: diabetic blood sugars.